Manufacturer narrative:
It was reported that the customer had to change out a hls set on the weekend. They noticed a vibrating sound coming from the pump side of the oxygenator. The patient had experienced a lot of hemolysis. The customer suspected the consumable but in first instance decided to change the console just in case , this did not resolve the problem and so subsequently the consumable had to be changed. The patient was showing signs of haemolysis with the urine being red, and a plasma free hemoglobin was sent to the lab for analysis- this later came back at >2500mg/l. The original cannulations were kept in place and the new circuit spliced into the old . There was no issue with the new circuit and haemolysis / urine improved the affected product was technically investigated at the laboratory of the manufacturer. During visual inspection blood clots were detected at the pump's rotor. The product was cleaned and several blood clots were flushed out. Thereupon a functionality check of the pump and the sensors was performed. No abnormal noises were detected, the product was operating within specifications. The production records of the affected hls module (batch #3000160243, 3000156606) were reviewed. Following tests are performed according to the bop as a 100 % inspection: ¿ leak test after welding ¿ pressure test heat exchanger ¿ leak test water side ¿ leak and flow test gas side ¿ pressure test blood side ¿ coating test according to the final test results, the oxygenator with the serial #(B)(6) passed the test as per specifications. Production related influences are unlikely to have contributed to the reported failure. The reported failure "vibrating sound" was not reproducible and was not confirmed during investigation. The exact root cause of the reported event could not be determined. However, during investigation a pronounced blood clot around the bearing of the rotor was detected. Under the assumption that the blood clot developed during the treatment of the patient it cannot be excluded that this led to a noise within the centrifugal pump. This can be triggered by changes in flow condition and resistance within the pump. Thus the most probable cause of the reported event could be the formation of blood clots at the bearing area of the pumps rotor. Maquet cardiopulmonary sent a questionnaire to the customer in order to assess the reported event and the occurrence of the observed clots medically. The feedback from the customer is still pending. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary sent a questionnaire to the customer in order to assess the occurrence of the observed clots medically. Upon several requests made by the ssu to gain the needed information it was not possible to obtain it at this time. However, according to the IFU hs set g-360 03 5.2 safety instructions for the extracorporeal circulation the occurrence of thrombus formation could be associated with the following: no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Weigh the benefits of extracorporeal circulation against the risk of systemic anticoagulation. Use anticoagulants; e.g. Heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Check the coagulation status of the patient's blood regularly. The protocol for coagulation management is the responsibility of the user in charge. The partial thromboplastin time (ptt) should be in the range from 60 to 90 seconds. An antithrombin iii (at iii) value in the normal range is required for reliable anticoagulant therapy with heparin. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
It was reported that the customer had to change out a hls set on the weekend. They noticed a vibrating sound coming from the pump side of the oxygenator. The patient had experienced a lot of hemolysis. Complaint ID: (B)(4).